Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door of smart remote manager was failed to close. A field service engineer (fse) identified that the latch was already in closed position and could not receive the hasp. Fse opened the side door of the rm, released the latch and closed the door and tried this multiple times and confirmed that the latch was working. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager door in 2h-b would not close. The hinges appeared misaligned, and the locking mechanism felt stuck, preventing the door from fully closing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.